Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer's blood glucose level was 263 mg/dl at the time of the incident. The leak caused wetness in the reservoir compartment. There was also a bubble in the reservoir prior to the leak. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Unable to verify leaking anomaly due to reservoir was partially returned. Only the barrel was returned. The reservoir had a missing plunger, transfer guard and stopper plunger.